Event description:
The pt received the scs system on (B)(6) 2011. During a f/u appointment with the physician, the pt reported she has been experiencing soreness in her ribs and abdomen since the system implant which is present at all times. However, the pt indicated the pain gets worse when stimulation is on. Pt reported this info during a visit with an md other than who implanted her system. The pt has been advised to speak with her implanting physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.